Event description:
Patient reported left side ¿rupture¿. This is for the left side device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿rupture¿. Healthcare professional reported left side prosthesis was heavily pressed and folded due to severe spherical construction. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: not observed. Additional observations: black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side prosthesis was heavily pressed and folded due to severe spherical construction. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side ¿rupture¿. Healthcare professional later reported left side prosthesis was heavily pressed and folded due to severe spherical construction. Device has been explanted and replaced with a non-allergan device.